Event description:
It was reported that the implantable neurostimulator (ins) moved in the pocket. It was noted that it came forward and the patient had to push it back. The reporter stated that it was not like this initially. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Concomitant products: product ID 37743, serial# (B)(4), product type programmer, patient; product ID 3 9565-65, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37752, serial# (B)(4), product type recharger. (B)(4).